Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated even after extended use. Removed and replaced the monoblock controller circuit board, the likely cause for "generator error", as a proactive measure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 8800 locked up during a lengthy high technique case. The system reported generator error. There was no adverse patient involvement reported. There was no patient information reported.